Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. The instrument was found to have mechanical indentation/burrs on the bipolar yaw pulley. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was observed to have damage to the conductor wire. The procedure was completed using a backup instrument with no reported injury nor delay.  Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the type of damage that was observed was a frayed cable (e.g., cable intact but wire exposed). There was no loss of cautery associated with the broken/loose cable. There were no signs of thermal damage at site of breakage. There was no arcing observed during the procedure.